Event description:
It was reported that the pt experienced a surging sensation and stimulation turned off sporadically. It was stated that stimulation was "jumping all the time". This started after the pt had stimulation adjusted three months ago to try to get stimulation in the groin area. It was also reported that the pt experienced shocking after that appointment until she shut the device off completely. The pt had an appointment scheduled on (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).